Event description:
Impella temporary vad (ventricular assist device) purge cassette noted to be cracked while changing the purge tubing. Consulted with abiomed manufacturer and 19g needle inserted per recommendations. Purge pressures and flow normalized.